Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance on the superior vena cava (svc) coil. Impedance trend shows variance on the svc coil impedance for over a year. The lead remains in use. No patient complications have been reported as a result of this event.